Event description:
Customer reported a likely check valve failure stating during an infusion of a secondary, the nurse visualized back flow of the secondary fluid (magnesium) into the primary bag. The pump had not alarmed and was not evaluated by the biomed. There was no patient harm or medical intervention required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.